Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5030416. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 21738499.

Event description:
It was reported that the patients leads migrated which was confirmed through x-ray. It was mentioned that the anchoring sites with a suture were too shallow and did not have a good bite on the supraspinous ligament which was probably what led to the lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The leads remain implanted.